Manufacturer narrative:
UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that patient underwent a revision to address pain, atrophy of musculature, sacroilitis; metallosis, necrosis and elevated metal ions.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 1025/2016 supplemental received. Part and lot was provided. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 12/30/16 ¿ medical records received. After review of the medical records for MDR reportability, partial revision operative note (only page one available for review) indicates postop diagnosis of "failed r metal-on-metal hip arthroplasty with metallosis and abductor and pericapsular necrosis" indications for surgery from same note state metal ions "cr level was 10 and her co was 12.9" without any units of measure, and "mars MRI...demonstrated extensive adverse tissue reactions". The postop diagnosis for the right hip did not mention any acetabular cup loosening. Necrosis added to patient FDA codes. There is no new additional information that would affect the existing MDR decision.